Manufacturer narrative:
The reported event of the atrial setscrew could not be untightened to remove the lead was confirmed. Analysis revealed the torque wrench use incorrectly partially inserted the wrench into the setscrew inset. This caused the wrench to strip the setscrew inset. The setscrew cannot be untightened once stripped. No device anomalies were found. The reported event was caused by user error during the procedure.

Event description:
Related manufacturer report number: 2017865-2023-17627. It was reported that the patient presented to the hospital with erosion of the device pocket. The pulse generator and left ventricular lead were visible through the wound. The patient was scheduled for replacement. However, during the procedure the atrial setscrew could not be removed from the device header which resulted in lead damage. The device and left ventricular lead were explanted and replaced. The patient was stable.